Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the photo provided by the account confirmed a cut in the external portion of the driveline¿s silastic sleeve. The account communicated that the patient incurred a cut in the external portion of their driveline¿s silastic sleeve in (B)(6) 2019. The patient was unaware of how the cut occurred. The driveline¿s underlying wires did not appear to have been affected and no alarms were recorded to indicate otherwise. Rescue tape was applied to the afflicted area and the patient remains ongoing on (B)(6). The relevant sections of the device history records found no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03oct2016. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rescue tape applied to their driveline in (B)(6) 2019. It was noted that there was an external open clean cut to the outer layer of the driveline. The patient did not remember how it happened. The internal wiring of the driveline appeared to be intact. There were no alarms associated with this event. No further information was provided.